Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of leaking at the male luer connection was confirmed. Visual inspection showed no anomalies. Functional testing showed a leak at the engagement of the tubing and male luer adapter. Inspection under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause of the report has not been identified.

Event description:
The customer reported that during a post-operative pain management infusion, with variable rates ranging between 10 and 15 ml/hour, it was found that the epidural tubing was leaking at the male luer connection site to the pca 60ml syringe. The patient complained of extreme pain and required additional pain medication boluses without relief. There was no report of lasting patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a post-operative pain management infusion, with variable rates ranging between 10 and 15 ml/hour, it was found that the epidural tubing was leaking at the male luer connection site to the pca 60ml syringe. The patient complained of extreme pain and required additional pain medication boluses without relief. There was no report of lasting patient harm.